Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the non-tortuous and non-calcified right coronary artery. A 3.50 x 48mm synergy xd drug-eluting stent was selected for use; however, it was found that the proximal end of the stent had struts that were burred. The procedure was completed with a different device. No patient complications were reported.